Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life w/ moisture) issue. Reportedly, the batteries were not lasting as long as they used to. Reporter stated that there was evidence of moisture inside the pump. This complaint is being reported because, the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 04/08/2014. Device evaluation: the device has been returned and evaluated by product analysis on 03/21/2014 with the following findings: visual inspection of the pump found some cosmetic damages. Review of black box data did not find any related warnings. On investigation, the pump powered up with the appropriated audible and vibratory functions with the returned battery cap. The battery compartment was intact and a leak test did not detect any leak on the pump. A rewind/load/prime sequence was executed without incidents. The electrical current draws were within specifications. When the pump was opened to further investigate, no evidence of moisture intrusion or loose components were found inside the pump. The investigation was unable to duplicate the reported battery life issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.